Event description:
It was reported that during an open reduction internal fixation (orif) procedure of a metatarsal, while tightening the clamps onto the carbon fiber rods for, surgeon let go of the distraction and the carbon fiber rods started to bend then broke. The rods were removed and replaced with stainless steel bars. The rods were discarded by the hospital. This is 1 of 2 reports for event number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 9/24/2011. Placeholder.